Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 pocket c3 had failed. A field service engineer replaced the full-height drawer, configured the storage space, and accessed the new space without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es cubic drawer failure and replaced the fh drawer with one ordered by burley. There were no adverse events or injuries reported based on this event. Preventive maintenances were performed.